Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a distal portion of the partial lead was returned in one piece measuring 25.4. External abrasion breaching the outer insulation and exposing the outer coil was found at 17.1 - 19.0 cm from the distal tip consistent with friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.